Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Evaluation in process.

Event description:
It was reported that a tasp broke.

Manufacturer narrative:
(B)(4). The reported event was confirmed as product was returned. Visual examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post, all pieces returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.